Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left "suspected rupture due to that side being smaller than the contralateral side." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: unable observed opening on the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: observed deformation on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left "suspected rupture due to that side being smaller than the contralateral side." Device has been explanted.